Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient had been feeling pain since they fell backwards and hit their back and head in (B)(6) 2017. The patient began having pain down their left leg. The patient noted that the stimulation was still working after the fall. It was reported that the patient had a CT scan and was going to have an MRI scan taken to ¿see what was going on inside¿ as a result of the fall. The patient put the put the ins in MRI mode about 5 days prior to the call and since then has been experiencing worsened pain in the left leg. It was noted that the patient programmer indicated that the patient was full body eligible for the MRI, but the patient was ¿still worried that it might catch on fire.¿ no further complications are anticipated.